Event description:
Per clinical review: on (B)(6) 2017 during cardiopulmonary bypass, one of six inch roller pumps on the user facility's heart lung machine (hlm) had a speed error/underspeed which was due to an over occlusion. It is unknown if they adjusted the occlusion on the pump to mitigate the error, instead they used another roller pump in its place and continued with the surgical procedure. There was a slight delay in the procedure, approximately 10 minutes. The patient was successfully weaned from bypass and there was no blood loss nor harm to the patient.

Manufacturer narrative:
During laboratory evaluation, product surveillance technician (pst) observed the returned pump and cable to function as intended throughout testing. Per log analysis, the large roller pump was started at 12:55:04 pm on (B)(6) 2017 and reported an "underspeed (head < demand)" at 12:55:16 pm and 12:55:20 pm. The pump reported "belt slip jam status true" 2 seconds later and stops. The field service technician (fsr) sent the customer a loaner pump, which the customer installed with the support of the fsr.

Event description:
Per clinical review: on (B)(6) 2017 shortly after during cardiopulmonary bypass (cpb), the user noticed a speed error/underspeed on the vent roller pump of their heart lung machine (hlm) which may be due to an over occlusion. There was a slight delay in the procedure, approximately 10 minutes, for the perfusionist (ccp) informed the surgeon of the problem, and asked another ccp to get another roller head. She got another six inch pump, assigned it as the vent pump on the base. The delay was 10 minutes during the procedure, for the surgeon and the ccp decided to wait to proceed with steps in the procedure. During the change out of the roller head, the patient was fully supported on cpb. Once all was set, tubing moved to newly assigned roller head, the surgeon proceeded. The patient was successfully weaned from bypass and there was no blood loss nor harm to the patient.

Manufacturer narrative:
The reported complaint was confirmed by data logs. As per service repair technician (srt), complaint could not be duplicated. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, an under speed error was observed. As a result, an alternate device was employed. There was a 10 minutes delay to the procedure. The surgical procedure was completed successfully. No blood loss nor adverse consequences to the patient.